Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found that the needle was separated from the sensor. The complaint was against the serter.

Event description:
Customer reported via phone call sensor anomaly. Customer's blood glucose level was 152 mg/dl. Customer advised the sensor did not fully insert and the needle hub was stuck in the serter. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.